Event description:
It was reported that the customer's blood glucose level was high, but the specific value was unknown and displayed as ¿high.¿ the customer addressed the issue by administering a correction bolus via the pump, and no further assistance was required as the caller declined additional checks.